Manufacturer narrative:
The edm device, catheter, and drainage bag were returned. The edm device was patent and met requirements for the leakage test. The conditions of the complaint could not be duplicated by laboratory personnel. All catheters are 100% inspected at the time of manufacture. It was determined that eval code conclusion 92 no loner applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that the leakage of the pre perfusion, leaked on the tray. It was also confirmed that there was no patient contact with the product and the product was operated in accordance with the regular process; the leak points were not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the prior to using with the patient, the doctor tested the product using water. The product reportedly leaked at the ¿three-way¿ junction and was replaced.